Event description:
The customer reported as loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier assembly and the ccd camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.